Event description:
The cryocyte container was filled with 78 ml of stem cell product. The cryopreservation and storage was performed in metal cassette in vapor phase of liquid nitrogen, and the bag was transported to the clinic in a validated shipping container in the vapor phase of liquid nitrogen. The customer observed some thin cracks at removing the bag from the metal cassette, and thought these cracks were only on the product inside the bag. The product was thawed in 37degrees c water bath, and it was discovered the bag itself was cracked. The stem cell product from the broken bag was not transplanted. Patient was transplanted with a stem cell product from another bag and successfully engrafted.